Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three(3) exactamix 500 ml eva tpn bags leaked during patient infusion. The bags contained smof lipid and solutvit / vitalipid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 7, 2023 and november 8, 2023. H11: two (2) devices were received for evaluation. A visual inspection was performed and leakage of lipid solution into the product pouch was observed. A functional leak test was performed using tap water to fill the container and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.